Event description:
It was reported that during a follow-up in clinic, an inaccurate longevity estimate was noted on the right ventricle (rv) leadless pacemaker (lp). Abbott technical support was contacted, session records were reviewed, and the inaccurate longevity estimate was due to programming changes on the rv lp performed immediately prior to the estimate resulting in temporary insufficient amount of diagnostic data for the most accurate longevity estimate. No intervention was required. The patient was in stable condition.